Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspections were performed on the returned device and the hub leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported leak appears to be related to a potential product quality issue.

Event description:
It was reported that this was a percutaneous anterior tibial intervention treating a moderately calcified lesion. An armada dilatation catheter advanced to the lesion without issue. During balloon inflation attempt, the balloon would only partially inflate. The part between the catheter of the device and the hub was observed leaking. The indeflator was correctly positioned with the dilatation catheter, however leaking was observed. After several inflation attempts, this device was removed without reported issue and another armada catheter was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.